Event description:
Always in pain, unable to work, high nickel, unable to focus, migraines that won't go away, nickel taste won't go a way, always tired, unable to think clearly, shocking feeling through the head and legs, numbing feeling though legs, nickel in breast milk, issues with sinus, miscarriage after being 100%, coil in between skin layers of the tube, had hysterectomy to remove essure and its problems.